Manufacturer narrative:
Due to the limited information received, further follow-up to obtain related details was not possible. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing. The health care professional (hcp) reported double counting of ventricular events despite ventricular sensitivity programming to 1.2 mv. Reprogramming was done. Due to the limited information received, further follow-up to obtain related details was not possible.